Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced high readings and no delivery alarms on the reservoir. The customer's blood glucose reading was 308 mg/dl. The customer treated with an injection of insulin. The customer reported that the alarm was resolved by complete set change. The customer also mentioned hospitalized high reading of 350 mg/dl. The customer was treated at the hospital. The product was not returned for analysis.